Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the electrode belt ECG "c&d" cables being broken, causing the cables to not recognize during the falloff test. The root cause for damaged cables was physical abuse. There was no adverse event that resulted from the damaged belt.